Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for non -obstructive urinary retention it was reported that the patient questioned if change in programs and stimulation could be the cause of worsening symptoms in the bowels. Patient was experiencing gas bloating and diarrhea. Patient reduced stimulation to 3.0 to see if her bowels settle down, there was not much surety whether symptoms were related to stimulation. Patient was advised to contact physician with medical questions as well. Data was not collected at this time. Patient was still having diarrhea and generally not feeling well. Patient was again advised to contact her hcp and reach out to her sales rep. Patient also reported she was not able to urinate on her own for the last day. It was reported that patient had a c diff infection in her bowels. No complications reported. No further symptoms reported.